Manufacturer narrative:
The actual CPR uni-padz iii from the event were not available for evaluation.  Instead, electrodes from retained samples of the same lot number 3521c were investigated.  Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event and concluded that the samples were assembled according to specification. No trend is associated with reports of this type.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrodes were put through extensive testing without duplicating the report. A visual inspection of the electrode cable and connector found no discrepancies. The electrodes were scrapped after investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complaint alleged that during a routine shift check by a clinician, the associated device inappropriately displayed a "plug in cable" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.